Event description:
Medication, potentially responsible for that pt's failure to improve, was discontinued 3 days earlier. Then, it was discovered that the medication was charted as being given on the mar. There was evidence that it was discontinued, but it then appeared back on the active medication list. Confusion in the users due to user unfriendly screens and stunted communication resulted in the medication being reactivated, unbeknownst to the active medical care team.